Event description:
It was reported the plaintiff's attorney that the pt was implanted with a monarc sling system on or about (B)(6) 2009 to be used for stress urinary incontinence. It was alleged the pt experienced debilitating pain, discomfort, dyspareunia, urinary problems, mental anguish, infections, erosion, dense scarring, other injuries, and permanent injury.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.